Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.

Event description:
There was a leak in the sheath/sheath hub junction. No additional info was provided by the contact at this time. On 8/27/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: unk - rpt'd 5/20/97. Pt current status: unk - rpt'd 5/20/97.